Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. The definitive root cause of the foreign material could not be determined. The investigation noted that the use did not use the injection tube for manual cleaning as mentioned in the instruction manual. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿attach the injection tube¿s connector plug to the air and water supply connectors on the endoscope connector.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the air/water supply was not smooth; the nozzle was not deformed; there were foreign materials in the nozzle, which could not be removed by engineer, so the engineer did not know what the foreign materials were. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of evis lucera gastrointestinal videoscope, had insufficient air/water due to insufficient or incorrect reprocessing; and the user only requires to replace the nozzle. It was reported that the procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.